Manufacturer narrative:
Log files of the eva system were received by d.o.r.c.. Investigation of the log files did not reveal a reason behind issues with an irrigation pressure. Further investigation is ongoing.

Event description:
The customer reported that the eva system used during a vitrectomy procedure had issues with an irrigation pressure. After priming step, a surgeon noticed that a flow of liquid from an infusion line was weaker than usual, however, he continued with the surgery. Then, throughout the procedure, an eye was collapsing in numerous instances. The surgeon proceeded to finish the case on the same setup by raising the values of the irrigation pressure. He was able to complete the surgery and no harm to patient occurred.

Manufacturer narrative:
With regard to this event, log files were returned for investigation and the eva machine was investigated on location. No product was returned for investigation. However, logfiles were provided for review. Analysis of the log files confirmed occurrence of a pum68 error. This indicates that there is no connection detected between irrigation and aspiration, and the tubing must be checked. This is consistent with the complaint description which indicated that the priming of the machine took more time than usual and the low irrigation flow. Investigation of the eva machine on location did not reveal any anomalies. Also, no repeat failures were reported for this equipment. Therefore, it was concluded by our after sales specialist that this event most likely occurred due to an unintended use error. It should be noted that instructions on set-up of the eva and priming of the machine (including the connection of the cartridge and tubings) is described in section 7 and the corresponding quick guide included in appendix 4 of the eva instruction manual. As the unintended use error did not result in death or serious deterioration in state of health or serious public health threat and no increased trend is observed related to this use error, the reported event doesn't meet the requirements on reportability in accordance with meddev 2 .12-1 (guidelines on a medical devices vigilance system).

Event description:
The customer reported that the eva system used during a vitrectomy procedure had issues with an irrigation pressure. After priming step, a surgeon noticed that a flow of liquid from an infusion line was weaker than usual, however, he continued with the surgery. Then, throughout the procedure, an eye was collapsing in numerous instances. The surgeon proceeded to finish the case on the same setup by raising the values of the irrigation pressure. He was able to complete the surgery and no harm to patient occurred.